Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore the UDI, device manufacture date, and expiration date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during procedure, a blockage was noted in the scope. The scope was sent for repair and the sponge from the rx locking device was found inside the scope. It is unknown if a water soluble lubricant was applied to the rx locking device biopsy cap prior to use. The procedure was completed using another endoscope. There were no patient complications reported as a result of this event.